Manufacturer narrative:
Stryker further evaluated the device's electronic data and was able to verify the reported issue was a warm boot.

Event description:
The customer contacted stryker to report that their device lost power multiple times during the shift. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device lost power multiple times during the shift. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.